Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the unspecified coronary vessel the 4.0 x 15 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance but failed to inflate when pressurized with the indeflator. The device was removed without reported issue. A different device was used to complete the procedure with a satisfactory outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned. The cause(s) of the reported inflation difficulty could not be determined via return testing. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and return functional testing, there is no indication of a product deficiency.